Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31ga 8mm 100 bx 1200 la experienced product damage while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: yesterday (10/04) one appeared, which could be considered an extreme case, that is, the needle penetrated into its own protection shield without being able to be removed. Material not used by customer. Customer comments in the e-mail: "bent" needles no longer appeared after my complaint.

Event description:
It was reported that the pen ndl 31ga 8mm 100 bx 1200 la experienced product damage while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: yesterday (10/04) one appeared, which could be considered an extreme case, that is, the needle penetrated into its own protection shield without being able to be removed. Material not used by customer. Customer comments in the e-mail: "bent" needles no longer appeared after my complaint.

Manufacturer narrative:
Customer returned photos of 8mm, 31g pen needles with the shelf carton from lot # 9183079. Customer states that the needle penetrated into its own protection shield without being able to be removed. The photos were examined and exhibited the patient end of the cannula through the inner shield. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. See h.10.